Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Customer addressed high bg by a correction bolus via the pump. The customer declined to provide additional information regarding the issue.